Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR repost#1627487-2018-09454. It was reported the patient experienced inadequate pain relief with their drg system. Reportedly, diagnostic testing identified high impedance measurements on all 4 contacts of the right s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2018 where it was determined the lead was fractured. They physician opted to replace the lead with a new model which restored effective therapy thus resolving the issue. All possible leads are being reported.